Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2019-jun-05 indicated the patient had a stalled pump after magnetic resonance imaging (MRI). It was noted the patient had a MRI an afterwards the patient could tell that their pump was no longer functioning. The pump started alarming and personal therapy manager (ptm) code "(B)(6)" was noted. Factors that may have led or contributed to the event included MRI. The physician's office interrogated the pump and the logs were checked. It was noted that surgical intervention occurred where the pump was replaced on (B)(6) 2019 and the pump will be returned to manufacturer. It was noted that the issue was resolved at time of report. The patient's status was alive- no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep). The device was returned to the manufacturer for analysis. It was indicated the device had been used with/in the patient for treatment and there was no patient death or injury. No rotor or dye studies were performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving sufentanil (900 mcg/ml at 181.39 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient saw an 8476 (motor stall) code on her ptm (personal therapy manager) and went into the clinic. A motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs showed a motor stall occurred on (B)(6) 2019 at 6:41 with a recovery at 11:37 and then the pump stalled again at 11:46 and was still stalled. The patient had symptoms of chills, sweats, headache, and nausea which had begun suddenly. No further complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following: destructive analysis identified residue in the motor gear train and identified shaft wear on the upper shaft of gear number two.(B)(4). If information is provided in the future, a supplemental report will be issued.